Manufacturer narrative:
The device evaluation is not yet complete. A follow-up report will be submitted when the evaluation is finished.

Event description:
The customer stated that they saw about one minute of dropouts for all the cms acuity central monitoring systems. Resulting in the temporary loss of all wireless comms. This resulted in a loss of all their centralized monitoring patients, however, bedside monitoring was not affected. There was no report of any patient harm as a result of the reported event. The customer did not provide any patient information.